Event description:
It was reported the patient's ipg is approaching end of life. Additional information is pending.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: this event was reviewed and deemed a duplicate of previously reported manufacturer report number: 1627487-2022-05577.